Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases. A leak test and microscopic analysis was performed which identified the device was not leaking. An observed void >1 mm in the non-textured, valve-to shell-bond area was also observed. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted.